Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01207. The pt received his scs system, including two percutaneous leads (from two separate lots) and a receiver, on (B)(6) 2004. The pt's receiver was explanted and replaced with an ipg on (B)(6) 2010 (reference MFR report: 1627487-2010-02974). It was reported that the pt lost stimulation. Two lead contacts were reported to exhibit high impedances during a reprograming session on (B)(6) 2011. It was reported that the pt again lost stimulation, and an x-ray was taken that showed no anomalies. F/u on the pt found that he felt intermittent stimulation after reprogramming efforts, but impedance readings revealed multiple invalid lead contacts. The physician plans to explant and replace the leads; however, the procedure date is currently undetermined. No further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.